Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen pooled (crrs pooled) on the galileo. The sample was re-tested on the galileo and resulted negative.

Manufacturer narrative:
Review of results: visually the images appear to be weakly positive. Cannot rule out the nature of the sample as the cause of the unexpected reaction. Confirmed the reactivity of the fya antigen on retention crrs3 lot n237 using anti-fya. Per the crrs (pooled) package insert, "antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors. Pooled reagent red blood cells should not be used when the antiglobulin antibody screen is performed in place of the antiglobulin crossmatch."